Event description:
It was reported that approximately 4 years post implantation of a right primary total knee arthroplasty, the patient developed pain and underwent a revision due to aseptic loosening of the patella component. Fibrosis tissue was removed and patella was revised; all other components were retained. Attempts for additional information have been made and all available information has been provided.

Manufacturer narrative:
(B)(4). D10: unknown palacos r 40g, lot 94674863, 00596203212, articular surface, lot 64687730, 00598603702, stemmed nonaugmentable tibial component option cr/ps/lps size 4 for cemented use only, lot 63913398, 00599601652, femoral component option for cemented use only size f right, 64453169. Customer has indicated that the product will not be returned to zimmer biomet for investigation, as the device location is unknown. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: b4; b5; d2; g1; g3; g6; h1; h2; h3; h6. The event is confirmed. No product was returned, or pictures provided; visual and dimensional evaluations could not be performed. The device history record was reviewed and no discrepancies relevant to the reported event were found. Medical records provided and reviewed state that the patient underwent a right primary total knee arthroplasty and subsequently developed pain and underwent a revision procedure due to aseptic loosening of the patella component. Intraoperative findings noted the patella was grossly loose with fibrous tissue present, which was removed along with a lateral release performed. The patella was revised with a new cemented all-polyethylene component, while all other components were retained. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.